Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment of the touch position on the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on 06jan2026 and confirmed the touchscreen issue. A touchscreen calibration was attempted, but the touchscreen issue persisted. The asp replaced the touchscreen, and the issue was resolved. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.